Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was alarming "no disposable, clamp tubing". The pump was silenced, settings were reviewed, and the pump was powered off. The clamp was closed, and the cassette and was removed and gently tapped. The tubing was massaged to disperse air bubbles in the line. The cassette was replaced and the pump was powered on, put the alarm persisted. Troubleshooting was repeated. The reservoir volume was 55.9ml, rate 52ml/24hrs, and 44.1ml was given. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1 - product problem.